Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called in to report that after changing the battery the display was blank. The customer received a battery out limit alarm and an after battery change alarm. The customer's blood glucose level was unknown. The customer stated the batteries were out of the device greater than duration allowed, and the batteries may not have been new. The customer inserted new batteries into the device. No further details were provided. Nothing was replaced or returned for analysis.